Event description:
Additional information was received from a healthcare provider (hcp) via the clinical study. On (B)(6) 2016, examination revealed the erythema and drainage had resolved; the event resolved without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a clinical study regarding a (B)(6), female patient who was receiving hydromorphone 1.0mg/ml at 0.0480 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2015, examination revealed a small amount of erythema to the lumbar incision. The patient was administered cleocin 300mg qid x 1 week. On (B)(6) 2015, examination revealed clear drainage from the lumbar incision following pump replacement; the area at bottom of posterior wound was not closing well. A small portion of incision area was debrided and reclosed with two vertical mattress sutures placed in area. The patient was administered clindamycin. On (B)(6) 2015, examination revealed the posterior end of lumbar incision was not yet well-approximated, a small amount of drainage and the scabbing of the incision was improving. Steri-strips were placed. On (B)(6) 2015, examination revealed significant improvement; there was one area that continued to scab over with regard to distal portion of posterior incision, but no drainage. Again, steri-strips were placed. The event was ongoing. The event was not related to the device or therapy and possibly related to the implant procedure. If additional information becomes available, a follow-up report will be submitted.